Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of the image issue was due to damage on the objective lens, the lens had corrosion. The corrosion of the adhesive around the light guide lens and on the angulation, rubber is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates the screen turned white with no image was found and adhesive on the angulation rubber and around the light guide lens had corrosion. The image issue was due to damage on the objective lens. The there was no patient involvement.